Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly developed wound phlogosis at the implant site after initial implant surgery. The recipient was treated with antibiotics (type unknown). However, the treatment was unsuccessful, the recipient was prescribed another treatment of antibiotics (type unknown) for ten days. Device revision surgery is under consideration.

Manufacturer narrative:
On (B)(6) 2015, the recipient was prescribed amoxicillin and clavulanic acid. The recipient was prescribed 21 days of ceftibuten, co-trimoxazole, a month of amoxiduo, cedax susp, and bactron susp. The recipient is reportedly doing well.

Manufacturer narrative:
The recipient's device was explanted.